Event description:
It was reported that the patient presented for a scheduled procedure due to right ventricular leadless pacemaker (vlp) interaction with tricuspid valve. It was also noted that the patient presented with endocarditis. The vlp was explanted and replaced. The patient was in stable condition.